Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed that the device went into backup mode due to an event queue overflow. The cause of the event queue overflow was determined to be the integrated circuit (ic) in the rf module. The firmware was successfully restored and the device was tested on the bench. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and observed to be normal.

Event description:
It was reported that the device was in backup mode during an in clinic follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition. Additionally, the device was unable to be interrogated prior to the explant procedure.

Manufacturer narrative:
Further information was requested but not received.